Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 15 jan 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed no issues with the cartridge, lens module, or plunger rod. Ovd was observed inside the cartridge. The lens was inspected and observed to be coated in viscoelastic residue and have a detached haptic. A blue material was observed to be tied around the remaining haptic. No further issues were identified. The complaint issue "haptic damaged" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when intraocular lens (iol) was implanted into the eye and while doctor was adjusting and positioning the haptic, the haptic broke. Iol was removed and replaced. Surgery completed successfully. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d4: model number: unknown, information not provided. Section d4: catalog number : a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
On 08 jan 2026, additional info was received. The suspect product iol is dcb00 and serial is (B)(6). The following fields were updated based on the new info: d4: model number, catalog number, serial number, expiration date, primary unique device identification (UDI) number. D9: device available for evaluation? Returned to manufacturer, date returned to manufacturer. H4: manufacturing date.